Manufacturer narrative:
-After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10 as reported, the head end of a 6f .072 extra back up 3.5 100cm adroit guiding catheter was broken. The tip of the catheter was frayed. The ¿head end¿ is the distal tip and it could not pass through an unknown 6f cordis radial sheath. The catheter was ¿not broken¿ but noticed the malfunction inserting into the patient. An unknown guide catheter was used to complete the procedure. It had no impact on the patient and there was no reported patient injury. The device was used in a percutaneous coronary intervention (pci) of the right coronary artery (rca). There was no calcification, tortuosity, acute angle or bifurcation of the target vessel. There was a stenosis of 80% at the target vessel. There was no calcification, tortuosity, stenosis, acute angle or bifurcation accessing the target vessel. The device was used for treatment of a chronic total occlusion (cto). The device was used with a radial approach with no contralateral approach. The device was stored and prepped per instructions for use (IFU). The user is trained to the device. There was no difficulty experienced in prepping the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was not returned for evaluation. A product history record (phr) review of lot 18018848 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device or images for analysis, the reported customer event ¿brite tip/distal tip-frayed/split/torn¿ could not be confirmed. Procedural factors such as the difficulty described while attempting to insert the catheter into the sheath, may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not use if package is open or damaged. To prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the head end of a 6f .072 extra back up 3.5 100cm adroit guiding catheter was broken. The tip of the catheter was frayed. The ¿head end¿ is the distal tip and it could not pass through an unknown 6f cordis radial sheath. The catheter was ¿not broken¿ but noticed the malfunction inserting into the patient. An unknown guide catheter was used to complete the procedure. It had no impact on the patient and there was no reported patient injury. The device was used in a percutaneous coronary intervention (pci) of the right coronary artery (rca). There was no calcification, tortuosity, acute angle or bifurcation of the target vessel. There was a stenosis of 80% at the target vessel. There was no calcification, tortuosity, stenosis, acute angle or bifurcation accessing the target vessel. The device was used for treatment of a chronic total occlusion (cto). The device was used with a radial approach with no contralateral approach. The device was stored and prepped per instructions for use (IFU). The user is trained to the device. There was no difficulty experienced in prepping the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was not returned for evaluation.

Manufacturer narrative:
As reported, the head end of a 6f .072 extra back up 3.5 100cm adroit guiding catheter was broken. The tip of the catheter was frayed. The ¿head end¿ is the distal tip and it could not pass through an unknown 6f cordis radial sheath. The catheter was ¿not broken¿ but noticed the malfunction inserting into the patient. An unknown guide catheter was used to complete the procedure. It had no impact on the patient and there was no reported patient injury. The device was used in a percutaneous coronary intervention (pci) of the right coronary artery (rca). There was no calcification, tortuosity, acute angle or bifurcation of the target vessel. There was a stenosis of 80% at the target vessel. There was no calcification, tortuosity, stenosis, acute angle or bifurcation accessing the target vessel. The device was used for treatment of a chronic total occlusion (cto). The device was used with a radial approach with no contralateral approach. The device was stored and prepped per instructions for use (IFU). The user is trained to the device. There was no difficulty experienced in prepping the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was not returned for evaluation. A product history record (phr) review of lot 18018848 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device or images for analysis, the reported customer event ¿brite tip/distal tip-frayed/split/torn¿ could not be confirmed. Procedural factors such as the difficulty described while attempting to insert the catheter into the sheath, may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not use if package is open or damaged. To prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.